Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 50 mg/dl or below 50 mg/dl. The caller attributed it to not eating on time. In addition to low blood glucose issue, she was unable to upload the insulin pump to carelink. The customer did not mention any symptoms of their blood glucose levels. The customer mentioned drinking juice as treatment for their low blood glucose levels. After drinking juice, she checked her blood glucose and it was 46 mg/dl. The customer declined troubleshoot for low blood glucose. The product will not be returned for analysis.